Event description:
It was reported that during handling prior to insertion, when under the microscope, the customer stated that they found the lens had an imperfection so the doctor switched to another lens. It was learned that the imperfection was that there was a scratch on the optic when lens was looked at under the microscope. No patient contact. Patient ok post-op, back up lens used, same model and diopter size as suspect lens. No other information was provided.

Manufacturer narrative:
Not applicable as no patient contact. If implanted, give date: not applicable, as lens was not inserted into the patient's eye. If explanted, give date: not applicable, as lens was not inserted into the patient's eye, hence not removed. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: jun. 29, 2023. Section h3. Device evaluated manufacturer? Yes device evaluation: product evaluation was performed under magnification. The complaint lens presented stuck to the original folding carton. The lens was removed and cleaned and presented cut. No additional damage could be identified. The complaint issue dc-cosmetic issues was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.